Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that on (B)(6) 2019 the patient complained that the amplitude could not be raised and an out of range (oor) message appeared. Impedance testing was performed and found a high impedance of 40000 ohms on electrode #9, which was used in the patient¿s programming. The lead was reinserted into the wireless external neurostimulator (wens) connector and the left and right leads were switched, but no improvement was seen. It was noted that because the same treatment effect could be obtained using electrodes other than #9, the trial was continued. However, the patient complained again that amplitude could not be raised on (B)(6) 2019. The removal of the patient¿s leads and end of their trial was performed as originally scheduled on (B)(6) 2019; the trial was completed and the issue was considered resolved. The patient¿s physician observed the cause of the event to be the procedure. It was stated that during the procedure, when the second lead was inserted, the physician commented whether the lead might be damaged due to puncture again and insertion again for multiple times, such as by inserting subcutaneously or rotating to the front of the epidural space. There was no abnormality at the beginning of the trial however and because the impedance became high after one week, it was considered that there was a possibility that there might be another cause. It was noted that it was the first lead that had been inserted and that it could not be specified which lead had the anomaly. There were no surgical interventions planned or performed and the postherpetic neuralgia patient was alive with no injury at the time of report. There were no complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of lead va1yq1x021 found no anomalies. Analysis of lead va1yq1x015 found no anomalies. Analysis of the wireless external neurostimulator (wens) found the device was able to communicate with a known good clinician tablet and interface with the therapy application; the therapy was able to be turned on/off and the amplitude could be increased/decreased. Impedance testing performed with the wens and the returned leads (in a saline solution) found normal impedances on all circuit pairs. The wens functioned correctly; the complaint was not confirmed. Please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.